Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 425mg/dl and insulin pump alarmed for critical pump error. Customer stated that insulin pump quit working and had open book image on screen. Customer was advised to discontinue use of the pump. Recommended customer refer to back up plan. Insulin pump will be returned for analysis.